Event description:
The customer stated they generated elevated magnesium. Results while using the architect c8000 analyzer. The customer provided an example from one initial magnesium result: 6.4 mg/dl, retest magnesium result: 1.2 mg/dl. The results were not reported from the laboratory. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. This event was previously filed under manufacturing report number (1628664-2013-00340) under a different suspect medical device. An evaluation is in-process.